Event description:
According to the reporter, during a l4-5 lumbar fusion procedure the surgeon was inserting a 6.0 mm ti matrix polyaxial screw and the screw head fell off. Surgeon retrieved the screw head selected another polyaxial screw and completed. It is noted the screw head did not fall into the wound. The screw is not coming back for investigation, it is lost and cannot be found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 04/23/2012.

Event description:
This report is 1 of 1 for complaint number (B)(4).